Event description:
During a device eval, a spectrum pump alarmed the door was not fully latched. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump was found out of specification. The eval found door not fully latched messages, confirmed and experienced during eval caused by a loose link screw (upper), that was replaced.